Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 25-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), metrorrhagia ("bleeding between periods"), urticaria ("urticaria"), pruritus ("severe itching"), alopecia ("hair loss"), dry skin ("dry skin"), fatigue ("chronic fatigue / exhausted+++"), migraine ("migraines"), myalgia ("muscle pain"), tendon pain ("tendon pain"), vision blurred ("blurred vision"), lacrimation increased ("teary eyes"), sleep disorder ("disturbed sleep"), rhinitis allergic ("allergic rhinitis"), rhinorrhoea ("heavy nasal discharge"), abdominal distension ("abdominal swelling"), chillblains ("chilblains"), oedema ("oedema"), swelling of eyelid ("swelling of the lower eyelid"), neck pain ("neck pain"), back pain ("back pain") and gait disturbance ("difficulty walking for a long time") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, urticaria, pruritus, alopecia, dry skin, fatigue, weight increased, migraine, myalgia, tendon pain, vision blurred, lacrimation increased, sleep disorder, rhinitis allergic, rhinorrhoea, abdominal distension, chillblains, oedema, swelling of eyelid, neck pain, back pain and gait disturbance outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, back pain, chillblains, dry skin, fatigue, gait disturbance, lacrimation increased, metrorrhagia, migraine, myalgia, neck pain, oedema, pelvic pain, pruritus, rhinitis allergic, rhinorrhoea, sleep disorder, swelling of eyelid, tendon pain, urticaria, vision blurred and weight increased with essure. The reporter commented: she has been desperately looking for the origin of all these side effects since 2011. Her current state: difficulty in her work and in her relationship. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.